Event description:
Related manufacturer reference number: 1627487-2023-00164. It was reported the patient's leads had migrated and the ipg is inoperable due to patient undergoing an MRI. The issue was confirmed via x-rays and the ipg is an MRI conditional system. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000040899.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.